Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The silicon insulation on the cold jaw was observed to be peeled from the center to the tip, leaving the metal component of the cold jaw was exposed. A microscopic investigation was conducted. The heater wire was very slightly flexed away at the center but remained attached at the tip and base of the hot jaw. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as the analyzed failure "bent wire" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro insulation was torn away from one of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro insulation was torn away from one of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.